Event description:
It was reported that the zimmer skin graft mesher ratchet handle will not ratchet. Despite multiple follow up attempts with the customer, no add'l info was able to be obtained regarding the reported event.

Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/26/2003 and was last repaired on 12/13/2010 for a non-related issue. Eval of the device observed the ratchet was not lubricated. It was also noted that the comb had sharp nicks on the bottom of it. The customer did not return any cutters for eval. Repair of the device included lubrication of the ratchet and replacement of the comb, shoulder bolts, belleville washers and cap nuts. The cause of the reported issue was most likely due to the ratchet's lack of lubrication. The device was serviced and returned to the customer.